Event description:
The customer reported of being hospitalized four weeks ago for high blood glucose of 700 mg/dl. The customer stated that he had been having site issues such as bent cannula and blood at the site. The customer also stated that he had intestinal infection, which it may contribute to elevate his glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.